Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely and no capture was observed. The patient sent for chest x-ray to assess for lead dislodgement/movement. The output was increased to and the x ray did not indicate any major movement of the lead. The patient continued with follow up and was stable.